Event description:
Nasogastric tube was placed in the operating room prior to surgery. Pt was found intraoperatively to have an esophageal perforation that was repaired. Gastric tube was a replacement tube from normal inventory and stiffer than product staff normally use. Tube requires a different insertion technique and staff were unaware of this process. FDA safety report ID# (B)(4).